Event description:
Patient underwent a posterior spinal fusion for idiopathic scoliosis from t9 to l4. On postoperative day #3, the jp drain broke while the physician was attempting drain removal. The patient was taken to the operating room for removal. The distal end of the drain was inspected and was intact and was fully removed from the spine wound. The surgery was completed without incident.